Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and fa was able to confirm and replicate the fault. Through the logs, fa was able to confirm the 1162 errors and that the error indicated a fault with the cannula mount. On fa's system, the usm operated as expected. On fa's testing platform, all tests passed including the usm cannula sensor test. Once testing was completed, the axes controller spar connector (acsc) was removed, and fluid intrusion was found where the axes controller spar (acs) long flat flex cable (ffc) connects to the acsc. Fa will be considering this replication of the fault. The unit passed all further tests that were performed related to the reported issue. An additional finding unrelated to the reported problem was identified. The carriage top plate was found to be damaged. As a fix, the carriage top plate will be replaced. The complaint regarding non-recoverable fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable faults, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 1162 of the magnetic sensor for cannula detection on arm3. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not completed yet. This complaint is reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the system had repeated non-recoverable faults on universal surgical manipulator (usm) 3. Prior to calling technical support the customer power cycled the system without success. The customer stated that after restarting they had the option to disable the arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review system logs as the system was not onsite. The tse asked if there was an error displayed and the customer said error 1162. The tse guided the customer to power cycle the system including emergency power off (epo) without success. The tse then guided the customer to disable arm 3 and explained that the system could still be used with 3 arms. The customer was able to disable arm 3, but stated surgeon needed all 4 arms for that current procedure. The procedure was converted to laparoscopy with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially booted up without any errors. The issue occurred after at least 2 hours into the procedure and was converted to laparoscopy as the issue could not be resolved. The procedure was completed successfully.